Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient's nurse reported the infusion device display sometimes shows only lines and is sometimes very faint. It is unknown if the lines affect the patient's ability to view insulin amounts. No physiological effects were reported. The patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.